Manufacturer narrative:
Based on the reported event and the returned device, it is hypothesized that during use, an excessive force was applied to the installer, potentially resulting in a torsional or off-axis asymmetric load (e.g., rocking or toggling) being applied to the distal tip of the installer. As expandable spacer installers are not designed to withstand excessive torsional or off-axis loads, an insertion force applied at an angle could have caused failure at the distal tip. Additionally, impacting on the system while the driver was enged could have led to a bottomed-out interference that could have resulted in the tangs fracturing off. Additionally, details regarding the event were requested. The complainant's response was, "I will try to get hands on x rays if I have time sometime this week." No further information or documentation was provided following this response. Due to the limited information and documentation provided, it is not clear if the tangs of the inserter broke during surgery and were left in the patient's body. Therefore, this MDR is being submitted as a precaution.

Event description:
It was stated, "prolift expandable inserter broken tongs at distal tip. Interbody looked crooked under x-ray imaging. Prolift expandable cage still performed as intended. Unknown when tongs of inserter were broken. Bottom of inserter tongs still remained attached to inserter; component left in patient: unknown. Procedure was successfully completed. Cage was still able to be inserted and expanded to standards. The component that was left potentially in patient was a piece of the inserter prong."